Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device was not detected on bus. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on bus. The field service engineer found the row board cable needed to be reseated to resolve this issue. Then the service engineer reseated the row board cable on the drawer pcb controller board and also tightened hardstop fasteners. The system functioned as intended after the field service engineer repaired the device.